Manufacturer narrative:
During a review for this customer site, there were no similar past complaints on any like instrument for the past 12 months.

Manufacturer narrative:
Trending of reagent performance complaints did not indicate any general reagent issues. Based on review of the provided quality control data, a general reagent or analyzer issue was not suspected. It is likely the issue was a single, sample-specific issue. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
The albt2 reagent expiration date was 31-jan-2019. Further investigation determined there was no indication for interference.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they had received an erroneous urine albt2 tina-quant albumin gen.2 (albt2) result on the cobas 4000 c (311) stand alone system analyzer. The customer received an initial albt2 result of 242.6 umol/l with a data flag and the repeat result with an automatic dilution was 12 umol/l with a data flag. The same sample was repeated again on the same c311 analyzer with an initial albt2 result of 12 umol/l and the repeat result with a 1:50 automatic dilution was 236.7 umol/l with a data flag. On (B)(6) 2017 the same sample repeated on the same c311 with a 1:5 manual dilution resulted as 129.4 umol/l and was reported outside the laboratory. On (B)(6) 2017 the same sample was repeated on the same c311 analyzer with an initial albt2 result of 12 umol/l with a data flag and the repeat result with a 1:20 automatic dilution was 231.7 umol/l with a data flag. On (B)(6) 2017 the same sample was repeated on the same c311 with a 1:5 automatic dilution resulted in an albt2 as 126.3 umol/l. The same sample repeated on the same c311 with a 1:5 manual dilution gave an albt2 raw value of 24.6 umol/l and calculated as 123 umol/l when accounting for the dilution factor. The same sample repeated on a cobas 6000 c (501) module at a sister facility resulted as 240 umol/l and was believed to be correct. The customer verified that no other patient samples were affected and the calibration and quality control were within specification. There was no adverse event. The reagent lot number was 241675. The expiration date was requested but not provided. The field service engineer was unable to find a cause. He performed an instrument performance check that was within specification. A precision with patient sample and quality control were within specification.